Event description:
Rptr indicated that the pt's ncp system (generator and lead) was explanted due to an infection. Physician plans to reimplant after pt recovers from the infection because the pt was receiving benefit from the vns therapy.